Event description:
It was reported by the patient that they had heard the patient alert for the past 10 days but had not heard it that day. The patient noted that they were in an airport and possibly did not hear the alert due to the noisy environment. Follow-up information from the clinic indicates that the alert was due to the device being at elective replacement indicator (eri). The device is still in use but is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).